Event description:
The customer returned a sample for evaluation for master complaint (B)(4). Upon visual inspection, a crack was found on the injection site. There was no patient involvement as the condition was discovered during evaluation. There was no patient injury or medical intervention necessary. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was received for evaluation and initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: one sample without pouch was received for evaluation. Upon visual inspection, a crack was found on the injection site. The condition was confirmed. The root cause was not determined. Additional information: a batch review cannot be performed since there was no lot number provided. This is a product not distributed in the us and does not have a 510k number.